Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. The customer's blood glucose reading was 247 to 500 mg/dl at the time of incident. The customer indicated that they would call back to troubleshoot and were advised on the possible causes of the alarm.